Event description:
Customer reportedly obtained a result of 50-60mg/dl on the professional device and 90mg/dl on the advantage system within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.